Manufacturer narrative:
No implants were made available for review, however, review of the x-ray provided confirms the right t11 set screw and the set screws at s1 and s2 disassociated from the construct. A revision surgery has not been scheduled at this time. The surgeon has recommended an external bone growth stimulator, and will continue to monitor the patient for any indications prompting surgical intervention. From discussions with the operating surgeon, as well as discussions with additional deformity surgeons, and previous seaspine mechanical testing, the root cause of these issues is believed to be related to the intra-operative manipulations, and the lack of re-tightening afterwards. Our discussions with classically trained deformity surgeons have highlighted the necessity for re-tightening intra-operative, as they noted it to be a critical part of their technique. Additionally, seaspine has tested the effect of intra-operative manipulations on set screw loosening, and determined it to have a meaningful effect, reference (B)(4). Review of labeling: possible adverse events: bending, disassembly, or fracture of implant, and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A (B)(6)-year-old patient was diagnosed with progressive spinal deformity, kyphoscoliosis, severe spinal stenosis, and disk herniation at level l3-l4 with radiculopathy. The patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system on (B)(6) 2020 from level t11-pelvis. On (B)(6) 2020, seaspine was made aware of five set screws that disassociated from the construct in the postoperative period (s1, s2, and right t11).